Event description:
It was reported that the patient presented to the hospital, the pulse generator exhibited intermittent ventricular output, cardiopulmonary resusitation had to be administered to the patient. The device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal.